Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are several factors that could contribute to the reported complaint such as maintaining the recommended suction and/or ensuring saline delivery is only intended to facilitate the formation of plasma. When the recommended suction pressure is not used, this will give the user the perception that the device is ¿sparking¿. This occurs when the wand is burning off the residual fluid on the distal tip. The instruction for use (¿IFU¿) contains other warnings and precautionary statements to adhere during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery the wand, sparked and continued to spark. A backup device was available to complete the procedure with no delay or patient injuries.